Manufacturer narrative:
.

Event description:
The patient had increased pain since an MRI was done. A motor stall was confirmed in the event logs in 2008. A "stopped pump may exceed tube set" message was noted two days later. A motor stall recovery was noted the following month, during a normal refill interrogation. The hcp refilled the pump. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.